Manufacturer narrative:
Titan otr pump and cylinders 1 and 2 were received for evaluation. The detachment end of both exhaust tubes of the pump showed surfaces to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the pump. A group of striations, indicating contact with unshod instrumentation, was noted within abrasion on the exhaust tube of cylinder 1, along with an aera on the same tube outside the abrasion area. Both were sites of leakage. Abrasion was also noted on the exhaust tube of cylinder 1 near the cylinder base. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. This was not a site of leakage. The detachment end of both cylinder exhaust tubes shows the surfaces to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 2. Microscopic examination revealed unshod instrument damage on the exhaust tube of cylinder 1. As the pump was received detached, quality is unable to determine if one or both rough and irregular surface areas may have contributed to the reported site of failure. Due to the instrument damage noted on the exhaust tube of cylinder 1, quality is unable to confirm if a separation on that exhaust tube existed prior to explant or if it occurred inadvertently during the explant procedure. No instrument damage was noted on the exhaust tube of cylinder 2. Based on examination of the returned product, it was concluded that the rough and irregular detachment surfaces of both pump exhaust tubes indicated that sufficient stress(s) may have been exerted on one or both tubes near the pump to result in a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this device was explanted and replaced because there was a break in the clear and black tubing at the pump. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.